Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that the blood glucose reading had been running as high as 300 mg/dl to over 400 mg/dl. The customer wanted to verify that the settings were correct. The blood glucose reading at the time of the call was 256 mg/dl. The customer experienced nausea and fatigue. The customer treated with 3 - 4 boluses. The customer reported that she would go to her doctor the next day and monitor the blood glucose. The customer reported that she did have a back up plan.